Event description:
During a remote follow up, post paced t- wave oversensing was and rf telemetry lockout were observed on the device. Technical support was contacted and recommended reprogramming. Due to an increase in transmissions by the patient, the device is in an radio frequency (rf) telemetry lockout. No intervention has been performed. The patient was stable.